Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve, a valve leaflet was not moving. While rotating the valve into place, one of the leaflets fractured into pieces. The valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Device has been received, but the investigation is not yet complete. A supplemental report will be submitted after the device analysis is completed.